Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. A 32 x 2.25mm promus premier drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion due to angulation. The metal threads were also found protruding beyond the edge of the stent and were rest against the vessel wall. The vessel was not damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the 85% stenosed target lesion with a bend in the proximal segment was located in the tortuous and calcified vessel below the knee. The protruding threads of the stents were discovered after examining the device after the procedure and there was no damage to the cells and fragmentation of the frame. The device was removed without technical problems.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: promus premier ous mr 32 x 2.25 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the prox and distal stent region were noted to be damaged and slightly flared. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 32 x 2.25mm promus premier drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion due to angulation. The metal threads were also found protruding beyond the edge of the stent and were rest against the vessel wall. The vessel was not damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the 85% stenosed target lesion with a bend in the proximal segment was located in the tortuous and calcified vessel below the knee. The protruding threads of the stents were discovered after examining the device after the procedure and there was no damage to the cells and fragmentation of the frame. The device was removed without technical problems.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 32 x 2.25mm promus premier drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion due to angulation. The metal threads were also found protruding beyond the edge of the stent and were rest against the vessel wall. The vessel was not damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.